Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual decline in right ventricular (rv) lead pacing impedances over the past year. A lattitude low, out of range pacing impedance alert was triggered. Additional testing was suggested for the rv lead that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.